Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse inspected the cable connections on the manipulator controller ergonomic base (mceb) board and found the j21 cable was not fully seated. The fse unplugged and plugged the cable back in and the error was resolved. The fse performed six power cycles to ensure the error did not reoccur. The system was tested and verified as ready for use. The root cause is attributed to an improperly seated j21 cable on the mceb board. This issue may be resolved by fse service to properly seat the cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the issue did not affect the procedure. The procedure was completed robotically using the same surgeon console. The surgeon was a little uncomfortable with the ergonomics settings and had to slightly bend to work with the console.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting measures were performed to address the errors on the ergonomics, specifically related to the ssc mechanical components. The customer reported that the issue was resolved after moving a cable that was obstructing the ergonomic function, and no further ergonomic issues were experienced following this intervention.

Event description:
It was reported that during an umbilical hernia etep procedure on a da vinci 5 system, the operating room staff noted errors related to the ergonomics both before and during the procedure. Technical support engineering (tse) was contacted after the procedure, verified the presence of errors on the ergonomic lift, and was unable to provide further assistance at that time, recommending follow-up by field service engineering. The procedure was completed with no report of patient injury.